Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, crosstalk and a pause. The lead was capped and replaced. The right atrial (ra) lead exhibited high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.